Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient complained of episodes of dizziness/near syncope. Oversensing of noise was noted on stored strip and was reproduced with pocket manipulation. Initially, reprogramming occurred to put the device in voo mode. Five days later, the pace/sense portion of the lead was replaced with a new pace/sense lead. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.